Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a regular scheduled check-up with complaints of shortness of breath while walking. The device check-up indicated nonsustained right ventricular oversensing episodes due to post-paced t-wave oversensing on the ventricular channel. Programming changes were made. The patient felt much better walking. No patient symptoms were detected. The same oversensing behavior was observed again one month later. The low frequency attenuation filter was turned on and the programming settings were set to nominal settings. The patient condition is fine and will be monitored remotely.